Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was in retry mode and the voltage of the ventricular channel was five volts. This in return impacted the battery longevity of the device as it dropped from 3 years to six months remaining. Autocapture was switched off and the outputs set to two point five volts which increased the battery life to two years. The device continues to remain implanted and in service. No adverse patient effects were reported.